Manufacturer narrative:
Corrected data: upon further review it was noted that iol was explanted due to patient dissatisfaction. It was noted that the vision got worse. Hence, the iol was explanted and replaced with the same model number and a difference of 1.5 diopter size, signifying that there was a calculation issue. Therefore, event is this time determined to be no longer reportable. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: july 20, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to patient not satisfied with it because the vision got worse after surgery. Explanted lens was replaced with the same model but higher diopter power johnson and johnson iol. It was noted that the issue was discovered during post-op examination. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.